Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s))'), genital haemorrhage ('abnormal bleeding (general)'), autoimmune disorder ('autoimmune disorder'), skin cancer ('rashes or skin conditions type: skin cancer on nose'), seizure ('neurological conditions or problem type: confusion, depression, seizures') and syncope ('other injury(ies) or complication (s) please describe: fainted and injured back') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Date(s) of removal: date not provided, procedure: bilateral salpingectomy (per pfs). She did not under go conformation test result: (as reported) unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded). Perforation (fallopian tube),perforation (uterus), malposition of essure device. Previously administered products included for birth control: yasmin from 2011 to 2014. Concurrent conditions included back pain, abdominal pain and perineal pain. Concomitant products included ibuprofen, oxycodone, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), seizure (seriousness criterion medically significant), syncope (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal distension ("gastrointestinal or digestive system condition type bloating and discomfort"), abdominal discomfort ("gastrointestinal or digestive system condition type bloating and discomfort"), pelvic pain ("pelvic pain"), hypersensitivity ("allergic or hypersensitivity reaction"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: itch, odor"), nausea ("nausea"), tooth disorder ("dental problems"), anxiety ("hormonal changes describe: anxiety"), confusional state ("neurological conditions or problem type: confusion, depression, seizures"), depression ("neurological conditions or problem type: confusion, depression, seizures"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: blurred vision"), fatigue ("fatigue"), back injury ("other injury(ies) or complication (s) please describe: fainted and injured back"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), menstrual disorder ("reproductive system disorder or condition type of disorder or condition: menstrual issue"), hypotension ("blood or heart disorder/condition type: low bp"), cystitis ("infection (bladder/ urinary tract/vaginal) type: itch, odor"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: itch, odor"), pain in extremity ("leg pain"), pruritus ("skin itching and burning"), skin burning sensation ("skin itching and burning"), mental disorder ("psychological or psychiatric problems condition: avoided public places") and vaginal odour ("infection (bladder/ urinary tract/vaginal) type: itch, odor.") And was found to have skin cancer (seriousness criterion medically significant), weight increased ("weight gain") and neoplasm skin ("tumor / teratoma / cancer type: skin"). The patient was treated with surgery (ablation, bilateral salpingectomy, hysterectomy (partial) and skin cancer removal). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, autoimmune disorder, skin cancer, seizure, dyspareunia, vaginal discharge, abdominal discomfort, hypersensitivity, vaginal infection, nausea, tooth disorder, confusional state, depression, allergy to metals, vision blurred, fatigue, weight increased, back injury, female sexual dysfunction, bladder disorder, urinary tract disorder, menstrual disorder, hypotension, cystitis, urinary tract infection, pain in extremity, neoplasm skin, mental disorder and vaginal odour outcome was unknown and the syncope, abdominal distension, pelvic pain, anxiety, migraine, pruritus and skin burning sensation was resolving. The reporter considered abdominal discomfort, abdominal distension, allergy to metals, anxiety, autoimmune disorder, back injury, bladder disorder, confusional state, cystitis, depression, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, hypotension, menstrual disorder, mental disorder, migraine, nausea, neoplasm skin, pain in extremity, pelvic pain, pruritus, seizure, skin burning sensation, skin cancer, syncope, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, vaginal odour, vision blurred and weight increased to be related to essure. The reporter commented: insertion details- good essure placement procedure with approximately 5 coils in the patient right, approximately 3 coils were noted in the patient left ostia protruding into the uterine cavity, approximately 5 coils in right. She did not under go conformation test. (As reported). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Ultrasound scan vagina on (B)(6) 2018: impression: the uterus demonstrated a couple od small intermural myomas as described above. Normal right ovary. The left ovary is not visualized due to overlying bowel gas. No free fluid in the pelvis. No evidence of the right ovarian vascular stenosis or vascular abnormality. The left ovarian artery and vein are not visualized due to overlying bowel gas. Pelvic pain, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs and mr received: reporters were added. Patient's demographic was added. Case become incident, previously added injury nos was replaced with anxiety & new events- abnormal bleeding (general), allergic or hypersensitivity reaction, infection (bladder/ urinary tract/vaginal) type: itch, odor., apareunia, avoided public places, autoimmune disorder, skin cancer on nose, bladder or urinary problems or changes, migraines / headaches, menstrual issue,low bp, nausea, dental problems, confusion, depression, seizures, nickel allergy, dyspareunia, teratoma / cancer type: skin,leg pain, pelvic pain, vaginal discharge,perforation (fallopian tube(s)),blurred vision, fatigue, perforation (uterus), weight gain, bloating, discomfort, fainted, injured back, skin itching and burning, were added. Historical & concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s))'), genital haemorrhage ('abnormal bleeding (general)/ gen. Abnorm. Bleed'), autoimmune disorder ('autoimmune disorder'), skin cancer ('rashes or skin conditions type: skin cancer on nose'), seizure ('neurological conditions or problem type: confusion, depression, seizures') and syncope ('other injury(ies) or complication (s) please describe: fainted and injured back') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Date(s) of removal: date not provided, procedure: bilateral salpingectomy (per pfs). She did not under go conformation test result: (as reported) unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded). Perforation (fallopian tube),perforation (uterus), malposition of essure device. Previously administered products included for birth control: yasmin from 2011 to 2014. Concurrent conditions included back pain, abdominal pain and perineal pain. Concomitant products included ibuprofen, oxycodone, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), seizure (seriousness criterion medically significant), syncope (seriousness criterion medically significant), back pain ("back pain"), vaginal discharge ("vaginal discharge"), abdominal distension ("gastrointestinal or digestive system condition type bloating and discomfort"), abdominal discomfort ("gastrointestinal or digestive system condition type bloating and discomfort"), abdominal pain ("abdominal pain"), hypersensitivity ("allergic or hypersensitivity reaction"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: itch, odor"), nausea ("nausea"), tooth disorder ("dental problems"), anxiety ("hormonal changes describe: anxiety"), confusional state ("neurological conditions or problem type: confusion, depression, seizures"), depression ("neurological conditions or problem type: confusion, depression, seizures"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: blurred vision"), fatigue ("fatigue"), back injury ("other injury(ies) or complication (s) please describe: fainted and injured back"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), menstrual disorder ("reproductive system disorder or condition type of disorder or condition: menstrual issue"), hypotension ("blood or heart disorder/condition type: low bp/ blood disorder"), cystitis ("infection (bladder/ urinary tract/vaginal) type: itch, odor"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: itch, odor"), pain in extremity ("leg pain"), pruritus ("skin itching and burning"), skin burning sensation ("skin itching and burning"), mental disorder ("psychological or psychiatric problems condition: avoided public places"), vaginal odour ("infection (bladder/ urinary tract/vaginal) type: itch, odor."), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmennorhea (cramping)") and was found to have skin cancer (seriousness criterion medically significant), weight increased ("weight gain") and neoplasm skin ("tumor / teratoma / cancer type: skin"). The patient was treated with surgery (ablation, bilateral salpingectomy, hysterectomy (partial) and skin cancer removal). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, autoimmune disorder, skin cancer, seizure, vaginal discharge, abdominal discomfort, hypersensitivity, vaginal infection, nausea, tooth disorder, confusional state, depression, allergy to metals, vision blurred, fatigue, weight increased, back injury, female sexual dysfunction, urinary tract disorder, menstrual disorder, hypotension, cystitis, urinary tract infection, pain in extremity, neoplasm skin, mental disorder and vaginal odour outcome was unknown, the syncope, anxiety, migraine, pruritus and skin burning sensation was resolving and the back pain, abdominal distension, abdominal pain, bladder disorder, pelvic pain, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, anxiety, autoimmune disorder, back injury, back pain, bladder disorder, confusional state, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, hypotension, menstrual disorder, mental disorder, migraine, nausea, neoplasm skin, pain in extremity, pelvic pain, pruritus, seizure, skin burning sensation, skin cancer, syncope, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, vaginal odour, vision blurred and weight increased to be related to essure. The reporter commented: insertion details- good essure placement procedure with approximately 5 coils in the patient right, approximately 3 coils were noted in the patient left ostia protruding into the uterine cavity, approximately 5 coils in right. She did not under go conformation test. (As reported) patient received treatment for events ¿abdominal pain dysmenorrhea (cramping), back pain, dyspareunia (painful sexual intercourse), pelvic pain, gen. Abnorm. Bleed, blood/heart disorder, gi symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2018: impression: the uterus demonstrated a couple od small intermural myomas as described above. Normal right ovary. The left ovary is not visualized due to overlying bowel gas. No free fluid in the pelvis. No evidence of the right ovarian vascular stenosis or vascular abnormality . The left ovarian artery and vein are not visualized due to overlying bowel gas. Pelvic pain, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received- new events abdominal pain dysmenorrhea (cramping), back pain were added.outcome of pelvic pain, dyspareunia, abdominal distension, bladder problems , urinary problems updated to recovered / resolved. New reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.